Manufacturer narrative:
Correction - h6 (device code, results code, conclusion code) the reported event could be confirmed, could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿the tibial component shows some radiolucence and some cavities around the pegs. That can be interpreted as a loosening. The pe cannot be assessed directly with the CT, but there are neither direct or indirect signs of breakage or loosening. The talar component then, shows some very minor radiolucence especially around one of the pegs and I would not clearly interpret as a sign of loosening. However, the clinical situation seems to allow for a diagnosis of talar component loosening.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cavities around tibial component if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that the there is an indication of osteoarthritis of the ankle. Allegedly, the patient may need to undergo a revision surgery for pain and loosening of the talar dome.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that the there is an indication of osteoarthritis of the ankle. Allegedly, the patient may need to undergo a revision surgery for pain and loosening of the talar dome.